Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02753. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® double curve access system along with a 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but it was too proximal. Upon attempting a full recapture, the feet of the closure device would not retract into the delivery system. The closure device was re-deployed a few times and they tried to get it into a different position. Eventually they were able to get the closure device into the delivery system. They removed the delivery system and access system from the patient. They decided to use a watchman® anterior curve access system along with another 33mm watchman ® laa closure device & delivery system to complete the procedure successfully. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody and the valve was tight. The implant was received inside the sheath and was deployed during lab analysis. The implant was consistent with the reported information. The hub, shaft, tip, implant and core wire was microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Functional testing of implant recapture could not be done due to the excessive kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02753. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system along with a 33mm watchman laa closure device & delivery system were used. The closure device was deployed, but it was too proximal. Upon attempting a full recapture, the feet of the closure device would not retract into the delivery system. The closure device was re-deployed a few times and they tried to get it into a different position. Eventually they were able to get the closure device into the delivery system. They removed the delivery system and access system from the patient. They decided to use a watchman anterior curve access system along with another 33mm watchman laa closure device & delivery system to complete the procedure successfully. There were no patient complications and the patient was fine.